Event description:
It was reported that customer experienced an occlusion and required a visit to emergency room leading to a hospitalization, with a blood glucose level of 400-600 mg/dl. Treatment with IV fluids of saline and insulin successfully resolved the high blood glucose level. The infusion set and cartridge were changed and insulin was resumed. The customer was released from the hospital on (B)(6) 2026.